Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot ==> b33caa000. Device history review ==> this batch was for three parts that were split from the original batch number b33ca1 after being placed on hold for missing porocoat which was per procedure at the time the batch was produced. The porocoat was patched and inspected per procedure. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions. Pfs has no allegation. After review of medical records, patient was revise on (B)(6) 2014 due to pain, catastrophically failed left total hip arthroplasty with fracture of the femoral component without fracture of the bone. Operative notes reported femoral component was noted to be grossly loose in the proximal portion corresponding to the fracture of the femoral stem. Doi: (B)(6) 2007; dor: (B)(6) 2014; left hip.